Event description:
Customer reported that a patient developed an infection five days following a tear duct reconstruction procedure. The patient was prescribed antibiotics. The pt was subsequently returned to surgery for surgical exploration with debridement of left periorbital orbital abscess. The event is reported as resolved.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly. The actual device associated with this event is not known. Customer reports the following products were used in the procedure: prolene - polypropylene suture, chromic gut suture, dexon suture.